Manufacturer narrative:
(B)(6). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2017 with blood glucose was 300 mg/dl. The customer was wearing insulin pump during hospitalization. The customer reported that the driver support cap was normal and customer treated high blood glucose with insulin pump. The customer declined troubleshoot for high blood glucose at the time of call. The insulin pump will not be returned for analysis.